Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the abdomen during a laparoscopic salpingo-oophorectomy, the camera was stuck in the trocar. It was stated that all instruments were sticking and had difficulty being removed. They opened another trocar to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the circular seal, trocar and envelope seal appeared intact. The obturator was received and appeared intact. Pmv performed functional testing; the device passed an air leak test. The obturator was inserted into the cannula, it was removed and inserted cleanly with no resistance. The od of the obturator was checked with calipers, it was in spec. An ethicon ligamax and a stryker strykeflow ii were used to test for resistance by inserting and removing into the cannula. No resistance was noted. The cannula tip was checked with a .233 pin gauge and was in spec. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.